Manufacturer narrative:
The vad system or vad therapy issues can potentially exacerbate or lead to arrhythmia (i.e. Pump stop, suction events, migration of pump or pump components and/or interaction of the pump or pump components with heart wall/structure resulting in clinical compromise that requires hospitalization, IV antiarrhythmic, surgical procedure, cardioversion (including aicd firing). In this case, the patient was hospitalized for treatment and interrogation of the device; however, the device was ruled out as the cause of the reported event of non-sustained ventricular tacycardia. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient and pharmalogical factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported by the clinical study database that this patient was noted to have frequent runs of non-sustained ventricular tachycardia (nsvt) and fatigue with standing and walking. Log files downloaded by the site revealed no evidence of alarms within the last fourteen days. Electrophysiology evaluated the patient and believed the nsvt could have been induced by mechanical stimulation from the inflow cannula and recommended increasing amiodarone dose after pulmonary evaluation. Bedside electrocardiogram (EKG) results, with the patient standing, confirmed nsvt with right bundle branch block (rbbb). Ramp echo results; however, did not reveal any evidence of left ventricular (lv) suction or mechanical stimulation from the inflow cannula. By (B)(6) 2016, the patient's frequency of nsvt decreased and she reported feeling better. On (B)(6) 2015, pulmonary was consulted and the patient was evaluated for amiodarone induced pulmonary fibrosis. Results were negative. The following day the patient was discharged, afebrile, in stable condition. Discharge medications included: norvasc 5 milligram (mg) po four times daily (qd), amiodarone 300 mg po qd, amoxicillin 500 mg (po) oral twice daily, aspirin 325 mg po qd, bumex 2 mg po qd, hydralazine 100 mg po three times daily (tid), spironolactone 12.5 mg po qd, and warfarin 4 mg po qd. The medical team reported that they believed the reported event to be most likely related to patient condition.